Event description:
It was reported that implant was removed due to infection. Patient with infection 15 days post placement. Tooth site # 45. Symptoms as a result of the event: abscess, pain, inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided. H6: additional h6- patient codes: 1932: inflammation.